Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain. It was reported that the patient had a magnetic resonance imaging (MRI) yesterday and when they connected to the pump it said that the battery was stalled. The company rep stated they did not know why it had not restarted. The company rep also stated that they tried to do a dye study and the motor was not working or moving. Agent asked if the pump had been audibly alarming or beeping and company rep stated no. The issue was not resolved through troubleshooting. Later that day, the company rep confirmed in pump logs that motor stall recovery occurred today.